Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR and the lead pin may not be fully inserted into the header of the generator only based on one view and further investigation is needed to determine if this is the case or not. Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Our local distributor in (B)(4) was contacted by a vns treating physician reporting that he had a vns pt with high lead impedance on their system diagnostic testing. Additionally reported that they were having recently an increasing number of seizures. It is unk if this is over their prevns rate nor relationship to their high impedance. No medication changes have been made or interventions taken for this. No pt manipulation or trauma was reported prior to their high impedance being attained. X-rays were received for review. The generator placement cannot be assessed because the orientation of the x-ray images received cannot be determined. The filter feedthru wires were intact and the lead wires appear to be intact at the pin. The lead pin did not appear to be fully inserted as a portion of the pin could not be visualized past the second connector block. There is also a small portion of the lead behind the generator and continuity in that portion of the lead could not be assessed. The electrodes appeared to be properly aligned and placed on the nerve. There is a strain relief bend which appears to be per labeling as at least 1-cm of the lead is routed parallel to the nerve prior to onset of the bend. There is no strain relief loop present. There are two-downs seen in the images provided. There is one tie-down placed lateral to the anchor tether securing the strain relief bend, however, there are no tie-downs securing a strain relief loop in place. There are no lead discontinuities observed in the visible portions of the lead body, however a fracture or micro fracture cannot be ruled out. Based on the info provided to date, the root cause for the pt's high impedance may be due to the pin not being fully inserted. However, due to image quality, a definitive conclusion cannot be drawn. Investigation is underway.